Event description:
While the radiologist was using fluoroscopy, the fluoroscopy tower shot out of control, swiftly moving to the head of the table. The radiologist was not able to control the fluoroscopy tower.what was the original intended procedure?x-ray.device #1is this a laboratory device or laboratory test?no.